Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during regular assessment, the mobile power unit (mpu) was continuously alarming once plugged in.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous alarm on the mobile power unit (mpu) was confirmed. The returned mpu (serial number (B)(6) was functionally tested at the service depot where the unit¿s yellow battery alarm became active after powering the unit on. This alarm occurred due to the mpu not containing any alkaline aa batteries. After batteries were installed, the alarm resolved, and the mpu fully functioned as intended. The serviced and tested mpu was returned to the customer site after passing all tests per procedure. The root cause of the reported alarm was not correlated to an issue with the device, as the mpu will emit audible tones when powered on if batteries are not installed per design. Available labeling and guidelines instruct users on how to properly set up the mpu for use and on how to install alkaline aa batteries into the unit. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 3 ¿powering the system¿) and the heartmate 3 lvas instructions for use (section 3 ¿powering the system¿) instructs users on how to properly set up the mpu and on how to install alkaline aa batteries into the mpu. Users are warned that the mpu¿s yellow battery symbol will illuminate with beeping audible tones if alkaline aa batteries are not installed or need to be replaced. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.